Manufacturer narrative:
Us reported agent notified on: (B)(6) 2014. Manufacturing site evaluation: samples received: 1 box from our stock (36 pouches). There is one previous complaint of this code batch from the same end customer. There are no units in OEM stock. Tightness are no units in OEM stock. Tightness testing showed received units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. In the same sterilization cycle there have been many products and we have not received any other complaint regarding these products. Sterilization method using ethylene oxide has been validated for this product. Novosyn biocompatability has been tested according has been tested according iso 10993 series in numerous experiments and the harmless of novosyn ws proved. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(4) wound healing disorder of subcutaneous tissue.